Manufacturer narrative:
The device was received not deployed. The download data showed that the device ran for 42 pulses, 32 of which were first prime, before deactivation. The device did not run enough pulses during the priming sequence and the firing flat was not in a position to deploy the device before deactivation. The needle mechanism was reset and deployed as intended upon manual rotation of the ratchet gear. The bottom housing and e-seal were inspected and no damages or defects were observed that would prevent the needle mechanism from deploying as intended. A rotational sensor malfunction was observed in the download data. The device was reset, connected to a master pdm and delivered a 5u bolus. No timeouts or drive stalls were observed in the rerun download data and the rotational sensor malfunction did not replicate. Debris was observed on the commutator cap. It could not be determined if the debris on the commutator cap caused the original rotational sensor malfunction because the malfunction did not replicate. The debris on the commutator cap did not contribute to the reported event.

Event description:
It was reported that the needle deployed early, indicating a failure of the needle mechanism. The pod was not worn, and the blood glucose (bg) levels were unaffected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.